Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician was unable to slit the catheter completely and got stuck near the distal tip. The catheter was slit the rest of the way with scissors and a copper piece was seen at the distal tip where the physician got stuck during slitting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The catheter did not peel along the score lines. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection was found slit was not on score line causing spiral slit and the deflectable wire came out of the catheter shaft and broke near to the distal end. The copper ring was also damaged. If information is provided in the future, a supplemental report will be issued.